Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to flattened dome. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.

Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was 20.9 mmol/l. Customer will treat with a manual injection. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.